Manufacturer narrative:
Batch review performed on 06 march 2026. Gmk-spherika 02.07.1202l tibial tray fix cemented s.2l ((B)(6)) lot 2346730: (B)(4) items manufactured and released on 09-apr-2024. Expiration date: 14-mar-2029. No anomalies found related to the problem. To date, 54 items of the same lot have been sold with no similar reported event during the period of review. Gmk-spherika 02.12.ka03l gmk spherika femoral component s3l cemented ((B)(6)) lot 2402415: (B)(4) items manufactured and released on 25-jun-2024. Expiration date: 10-jun-2029. No anomalies found related to the problem. To date, 49 items of the same lot have been sold with no similar reported event during the period of review. Gmk-spherika 02.12.e0213fl gmk-sphere tibial insert e-cross - flex 2l - 13mm ((B)(6)) lot 2318201: 60 items manufactured and released on 09-aug-2023. Expiration date: 17-jul-2028. No anomalies found related to the problem. To date, 30 items of the same lot have been sold with no similar reported event during the period of review. Root cause: based on the available information, no definitive root cause can be established. There is no indication that a device-related issue caused or contributed to the event, and the device history record review did not identify any manufacturing-related issues.

Event description:
At about 1 year and 7 months from the primary, the patient came in due to signs of a metal allergy and the cause is unknown. The surgeon revised the gmk-spherika tray to a gmk-hinge tray, the gmk-spherika insert 13mm to a gmk-hinge 23mm insert, and the gmk-spherika femoral component to a gmk-hinge femoral component. The surgery was completed successfully.